Event description:
Caller states that she received a result of 428mg/dl and within an hour she lost consciousness. The paramedics were called and reportedly tested her at 25mg/dl on their device. She states that she was transported to the hosp and received an glucose IV and kept overnight for observation. No strip info was provided. No quality controls were used. Device is not available for return/eval.